Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, according to the sampling plan executed on (B)(4), the fast-fix 360 devices were evaluated and failed in the same way, the functional evaluation showed the devices deployed the t1, but the actuator stuck at the tip of the needle. With some manipulation, the actuator returned to the pre-t2 position, deployed the t2 and stuck at the tip of the needle again. All devices showed gouging down the center of the actuator. Since the deficiency was observed while performing the investigation for the devices, there was no patient involvement.

Manufacturer narrative:
H10 h3, h6: the reported devices were received for evaluation. A visual evaluation showed that seven unopened/sealed devices were returned in original packaging with the batch number of the complaint on the label. An additional two empty original boxes with the batch number of the complaint on the labels were also returned. There was no visible defect in the unopened devices. Three devices, per sampling plan, were removed from the packaging and visually evaluated. There were no defects found. A functional evaluation showed device one deployed the t1, but the actuator stuck at the tip of the needle. With some manipulation, the actuator returned to the pre-t2 position, deployed the t2 and stuck at the tip of the needle again. Device two deployed the t1, then the actuator stuck at the tip of the needle. With some manipulation, the actuator returned to the pre-t2 position, deployed the t2 and stuck at the tip of the needle again. Device three also deployed the t1, then the actuator stuck at the tip of the needle. With some manipulation, the actuator returned to the pre-t2 position, deployed the t2 and stuck at the tip of the needle again. All three devices showed gouging down the center of the actuator after functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include a failure of the internal components of the device during deployment. Based on this investigation, the need for corrective action is not indicated. However, monitoring of complaint trends will persist.